Event description:
It was reported that a malfunction alarm intermittently occurred. Customer¿s blood glucose level was 114 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.